Event description:
The patient presented to the emergency room due to high hv lead impedance. Svc to can measurements and isometric testing were performed. No noise was observed on the leads. A few days later, the device was invasively checked for a loose connection. The device was explanted.

Manufacturer narrative:
Analysis found that the set screw was stripped due to silicone and septum material in the hex cavity. The device functioned normally during automated testing, and normal impedances were measured.